Event description:
It was reported that an x-ray showed the stem broke after approximately 12 years. A revision was required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. The provided lot information, 71128 / c3jgc, is not valid. An event regarding fracture after 12 years of in vivo use involving a meridian pa stem was reported. The event was confirmed. Device evaluation and results: a material analysis has been performed. The report indicated: ¿visible corrosion was present at the fracture origin. The corrosion likely caused pitting in this region of the trunnion leading to fatigue crack initiation and propagation. [¿] the base material of the stem was found to be a co-cr-mo alloy consistent with an astm f1537 alloy 3 material. No material or manufacturing defects were observed on the surfaces examined.¿ conclusions: the investigation concluded that the reported fracture was caused by corrosion of the trunnion. The corrosion likely caused pitting in this region of the trunnion leading to fatigue crack initiation and propagation.

Event description:
It was reported that an x-ray showed the stem broke after approximately 12 years. A revision was required.